Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an issue with her tubing detaching in her sleep. Her blood glucose level was 400 mg/dl. The customer treated her blood glucose level with the insulin pump and changed her full set. The drive support cap was flushed. Customer was advised to discontinue use of the device and revert to backup plan. The customer hung up before finishing troubleshooting. The device was not returned.